Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/16/2019. It was reported a breakage suture issue. One opened box unopened samples of product code vr945, lot kp9bbse0 was received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance : breakage suture was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vr945, kp9bbse0 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The suture was broken easily during use. There were no adverse consequences to the patient.